Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service code 102.